Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated 300 (mg/dl). The customer stated the cause of the elevated bg level was unknown. A bolus was delivered to address bg level. System check with tandem technical support indicated the pump was performing as intended. Customer stated they were already in contact with then health care provider.